Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health care professional reported that a footswitch had poor response during a procedure. The procedure was completed after exchanging the footswitch. There was no patient harm.